Event description:
It was reported that the patient was having issues with his right side implant, which was for his lower back and legs. The right implant was supposed to adjust itself when the patient changed positions, but he stated all of the positions were off. The patient also had increased stimulation all the way to the upper limit on "one side" and felt no stimulation and when he tried the "other side" he only felt a "burning feeling" when he reached the upper limit. It was unclear which side the patient was referring to for each symptom. The patient also stated he had stimulation in the wrong location, but did not specify which side. There were no known accidents or incidents related to these events. The patient did mention that he had a problem of "passing out" and he "usually" fell down as a result, but he had learned how to fall down "gently". Additional information was requested, but was not available as of the date of this report. Please see related manufacturing report #3004209178-2012-10851. The patient had two devices and it was unclear to which some symptoms were related.

Manufacturer narrative:
Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID: 37711, serial#: (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. (B)(4).